Event description:
It was reported that during an exchange device procedure upon pulling this right atrial (ra) lead the tip part came off and remains in the atrial port of the device. The setscrew of the device was checked and it was suspected that there was adhesion between the header potion of the device and ra lead. The damaged atrial lead was surgically abandoned and remains in the patient. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).